Event description:
While inspecting the unit the asp field service engineer found oil mist. The customer stated that, there were no physical complaints reported. The asp field service engineer repaired the unit.

Manufacturer narrative:
.